Event description:
It was reported that the procedure was to treat a narrow, mildly calcified and 85% stenosed mid left anterior descending artery. An attempt was made to inflate a 3.5 x 12 mm nc trek; however, the balloon could not be inflated. The balloon catheter was removed from the anatomy and another same size nc trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty could not be confirmed due to the returned device condition. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for inflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.